Event description:
Report received from the USA stating that during the procedure the device's "plastic coding on the cord split and exposed wire." There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and had a cut/tear in the cord. Evidence suggests that this was due to a handling issue at the customer site. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).